Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lots 58870uq01 and 58155uq10. Trending review determined no trends identified for falsely elevated results for the product. Return testing was not completed as returns were not available. Troubleshooting performed at the customer site was completed. The qc results were valid after all calibrations and results were with expected ranges. Per the instructions for use, generation of valid quality control results indicates a properly functioning assay. Patient results were different from the comparative assay results. Comparison of alinity total bilirubin survey results to roche systems results indicates the alinity recovers slightly higher total bilirubin results than the roche system. However, both systems generated acceptable results. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause list/lot number(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity total bilirubin reagent, lot numbers 58870uq01 and 58155uq10 was identified.

Event description:
The customer observed falsely elevated alinity c total bilirubin (tbil) results for 11 patients when compared to another site in berlin using the roche platform (reference range alinity: adult = 0.2-1.2 mg/dl and < 20 umol/l and roche = < 21 umol/l): sid (B)(6)= alinity tbil = 29.7umol/l ( 1.78 mg/dl) / roche tbil = 19.84 umol/l (1.16 mg/dl). Sid (B)(6)= alinity tbil = 23.4 umol/l (1.40 mg/dl) / roche tbil = 13.68 umol/l (0.8 mg/dl). Sid (B)(6)= alinity tbil = 32.7 umol/l (1.91 mg/dl) / roche tbil = 16.93 umol/l (0.99mg/dl). Sid (B)(6)= alinity tbil = 25.4 umol/l (1.52 mg/dl) / roche tbil = 18.47 umol/l (1.08mg/dl). Sid (B)(6)= alinity tbil = 24.6 umol/l (1.48 mg/dl) / roche tbil = 14.36 umol/l (0.84mg/dl). Sid (B)(6)= alinity tbil = 28.9 umol/l (1.69 mg/dl) / roche tbil = 19.15 umol/l (1.12mg/dl). Sid (B)(6)= alinity tbil = 31.5 umol/l (1.89 mg/dl) / roche tbil = 20.35 umol/l (1.19mg/dl). Sid (B)(6)= alinity tbil = 26.7umol/l (1.60 mg/dl) / roche tbil = 16.76 umol/l (0.98mg/dl). Sid (B)(6)= alinity tbil = 48.8 umol/l (2.93mg/dl) / roche tbil = 37.11 umol/l (2.17mg/dl). Sid (B)(6)= alinity tbil = 38.3 umol/l (2.24 mg/dl) / roche tbil = 30.3 umol/l (1.82mg/dl). Sid (B)(6)= alinity tbil = 35.4 umol/l (2.12 mg/dl) / roche tbil = 23.43 umol/l (1.37mg/dl). On 24jun2021, a user report submitted by the customer was received with additional information about the incident. The following additional information was provided: the patient samples were repeated on an identical back up instrument on-site and generated the same elevated results. The quality control was always in range. The customer received new calibrator on (B)(6) 2021, and the alinity c total bilirubin assay did not show improvement with patient results. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier : (B)(6). That is all the patient information available. Initial reporter: additional contact listed: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c total bilirubin (tbil) results for 11 patients when compared to another site in (B)(6) using the roche platform (reference range alinity: adult = 0.2-1.2 mg/dl (3.4-20.5 umol/l) and roche = < 21 umol/l): sid (B)(6) = alinity tbil = 29.7umol/l (1.78 mg/dl) / roche tbil = 19.84 umol/l (1.16 mg/dl). Sid (B)(6) = alinity tbil = 23.4 umol/l (1.40 mg/dl) / roche tbil = 13.68 umol/l (0.8 mg/dl). Sid (B)(6) = alinity tbil = 32.7 umol/l (1.91 mg/dl) / roche tbil = 16.93 umol/l (0.99mg/dl). Sid (B)(6) = alinity tbil = 25.4 umol/l (1.52 mg/dl) / roche tbil = 18.47 umol/l (1.08mg/dl). Sid (B)(6) = alinity tbil = 24.6 umol/l (1.48 mg/dl) / roche tbil = 14.36 umol/l (0.84mg/dl). Sid (B)(6) = alinity tbil = 28.9 umol/l (1.69 mg/dl) / roche tbil = 19.15 umol/l (1.12mg/dl). Sid (B)(6) = alinity tbil = 31.5 umol/l (1.89 mg/dl) / roche tbil = 20.35 umol/l (1.19mg/dl). Sid (B)(6) = alinity tbil = 26.7umol/l (1.60 mg/dl) / roche tbil = 16.76 umol/l (0.98mg/dl). Sid (B)(6) = alinity tbil = 48.8 umol/l (2.93mg/dl) / roche tbil = 37.11 umol/l (2.17mg/dl). Sid (B)(6) = alinity tbil = 38.3 umol/l (2.24 mg/dl) / roche tbil = 30.3 umol/l (1.82mg/dl). Sid (B)(6) = alinity tbil = 35.4 umol/l (2.12 mg/dl) / roche tbil = 23.43 umol/l (1.37mg/dl). On 24jun2021, a user report submitted by the customer was received with additional information about the incident. The following additional information was provided: the patient samples were repeated on an identical back up instrument on-site and generated the same elevated results. The quality control was always in range. The customer received new calibrator on 03jun2021, and the alinity c total bilirubin assay did not show improvement with patient results. There was no impact to patient management reported.